Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse from the doctor's office reported via phone call that the customer went to the hospital with low blood glucose. The customer was treated with food and released after an hour or two. Blood glucose at the time of the admission was 34 mg/dl. Blood glucose went up to the 100 mg/dl range. The customer is trying to use the bolus dual and square wave feature to help control the low blood glucose. Customer declined troubleshooting and was assisted with setting up the features.